Event description:
Caller stated that medical attention was sought on (B)(6) 2020 in the morning (exact time wasn't given). Caller stated that the end-user tested her blood glucose with her prodigy meter and received a result of 76mg/dl. Caller said another blood glucose test was performed and the result was 96mg/dl. A normal result for that time of day is usually around 140mg/dl. About an hour after testing with the prodigy meter twice the end-user started feeling dizzy and the paramedics were called. No food drink or medication was consumed while waiting for paramedics to arrive. Caller was unsure how long it took the paramedics to arrive. Upon arrival the paramedics tested the end-users blood glucose with their meter and received a result around 200mg/dl(caller is unsure of the exact number).caller stated that the paramedics tested the end-user with her prodigy meter and received a result around 70mg/dl(again caller was unsure of the exact number) caller stated that no treatment was given by paramedics and the end-user was not transported to the hospital. Caller did not know what medications the end-user is currently prescribed. No additional information was provided.